Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room with hyperglycaemia on (B)(6) 2026. The patient reported that the pod did not double beep after being filled with insulin, indicating that the pod was not activated successfully. The patient did not have any more pods and did not have a back-up method of insulin delivery. The patient¿s blood glucose level rose above 400 mg/dl. As treatment, the patient was administered intravenous fluids and 8 units of insulin lispro. The patient was released 3 hours later.